Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen became cracked. Customer did not know how it became damage. The pump remains functional. The customer's blood glucose level was 112 mg/dl. The customer reported that the pump would continue to be used for insulin therapy.